Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device alarmed unexpected restart alarms. Customer's blood glucose was 201 mg/dl. During troubleshooting, found unexpected restart alarms and signal too low alarms in history. After troubleshooting, customer was advised the device will be replaced. Customer will not be returning the device for analysis.

Manufacturer narrative:
The pump passed all functional testing, including the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. No external ram crc, unexpected restart, scrolling number display anomaly, audio beep anomaly or low battery alarms were noted. The pump had minor scratches on the display window and a cracked reservoir tube lip.